Manufacturer narrative:
Additional information was received: the unit failed to start which would prevent use. The failure that did occur was water in the hospitals o2 line which is a user error. Reported complaint will be noted during preuse testing, as contained in the user manual. The initial MDR was not reportable. H3 other text : additional information was received: the unit failed to start which would prevent use. The failure that did occur was water in the hospitals o2 line which is a user error. Reported complaint will be noted during preuse testing, as contained in the user manual. The initial MDR was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a malfunction that results in a loss of mechanical ventilation. There was no report of patient involvement.